Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit was not working as they found that the motor speed was unstable, the control bar position was not correct, and the unit was out of calibration at the 0 reading. Tech replaced the motor and sleeve, and recalibrated the control bar. The unit was tested, calibrated, and returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the air dermatome hp is not working. There was no harm or delay reported. Upon investigation, the motor speed was unstable. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.